Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red x and an autotest charge/shock failure was seen in the status log. There was no pt involvement.